Event description:
"Device or header causing problems." Non-sensing, non-capture, impedance <100 ohms.

Manufacturer narrative:
Evaluation summary: device within specification- full lead. Analysis of the pcd is in process. Analysis results will be forwarded when available. Device within specification.